Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b3, b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the damage to the ceramic beak of the sheath was caused by thermal and mechanical induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. In case of an unknown location of the insulating insert¿s ceramic fragment, appropriate procedures such as x-ray methods or computer tomography can be used for localization and removing if necessary.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed that the broken ceramic tip occurred during preparation for use of a therapeutic bladder malignant tumor transurethral resection. The procedure was completed using a similar device without delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Furthermore, the following additional issues (non-reportable) were identified during inspection: a loose guide screw. The device evaluation found a broken ceramic tip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the inner sheath, to olympus repair center for evaluation of a reported broken ceramic tip. No patient injury or harm has been reported.